Manufacturer narrative:
Reference record (B)(4), catalog number 062903-002 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A bronchial infection is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in belgium underwent a procedure for the placement of nasal jejunal (nj) tube. On (B)(6) 2018 it was reported that the patient has bronchitis with a temperature of 38°c. Antibiotic tazocin (intravenous) was started.